Event description:
It was reported that during an unknown procedure, the device was leaking from the seal cap. The air blowing through the trocar could be heard. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? Asku if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Seal cap. Was a device inserted in the trocar during the leaking? Asku. Was any torque being applied to the trocar or device? Asku.